Manufacturer narrative:
Internal complaint number: (B)(4). The device is currently being investigated at the manufacturing site. Once the investigation is complete, another report will be submitted with investigation results.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reported inadequate pain relief. During the explant procedure, the implanted catheter was cut from the pump and tested for patency. The physician reports that the catheter was observed to be patent, and subsequently replaced the pump using the same initial catheter.

Manufacturer narrative:
(B)(4). The investigation confirmed that the pump was unable to prime or flow. Electrical testing of the valves confirmed and issue with the performance of the inlet valve. Destructive analysis of the valve failed to find the root cause for the failure.